Manufacturer narrative:
H10 the key market reported that the device displayed a "battery failed" alarmed. H11 during follow up with the key market (km), it was reported that the issue occurred during testing, and that there was no patient involvement during the event. No patient or user harm was reported.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. During follow up with the key market (km), it was reported that there was battery damage. The km responder then reported that the device had not been repaired but was returned to service. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. It could not be determined how the issue was resolved, or if any parts were replaced. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery failure. The device was in clinical use when the issue occurred. There was no patient or user harm reported.